Event description:
It was reported that the patient experienced a "sudden loss of therapy." It was noted that the patient "did not have some intermittent stimulation and then lost therapy altogether." It was further noted that the patient could not feel stimulation when it was turned up to 10.5 volts. The manufacturing representative stated that the device had impedance measurements of greater than 10,000 ohms. It was noted that electrode pairs 0, 4, 5, 6, and 7 all reported high impedance measurements, while electrodes 1 and 2 revealed normal values. It was further noted that the manufacturing representative tried reprogramming the device and the patient was receiving stimulation in the target areas of the legs, feet and the low back with electrodes 4-6. It was indicated that "there were more values of impedances involving electrodes 4-5 and 4-6 pairs." The patient outcome was not provided. Additional information was requested, but was not available as of the date of this report.

Event description:
Subsequent information received reported that the high impedances on several electrodes were believed to have occurred because of scar tissue. No intervention was planned as they were able to get stimulation where patient needed it with the electrodes that were within range. The patient was receiving effective therapy.

Manufacturer narrative:
Concomitant medical products: product ID 7495lz51, serial# (B)(4), implanted: (B)(6) 2003. Product type: extension: product ID 7495lz51, serial# (B)(4), implanted: (B)(6) 2003. Product type: extension: product ID 74002, lot# n267375, implanted: (B)(6) 2011. Product type: adapter: product ID 389033, lot# j0309426v, implanted: (B)(6) 2003. Product type: lead: product ID 389033, lot# j0309426v, implanted: (B)(6) 2003. Product type: lead. (B)(4).